Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c plate bent during installation so it would not lock into the mating cage. The plate was removed and replaced with another plate to complete the procedure. There was a short delay without patient impacts.

Event description:
It was reported that an roi-c plate bent during installation so it would not lock into the mating cage. The plate was removed and replaced with another plate to complete the procedure. There was a short delay without patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and no photos were provided, so device evaluation could not be completed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during insertion or intersecting the plates at nearby levels. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that an roi-c plate bent during installation so it would not lock into the mating cage. The plate was removed and replaced with another plate to complete the procedure. There was a short delay without patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.